Manufacturer narrative:
(B)(4). S/w version = 5.2b, retainer ring = black. Customer returned pump for alleged pump error 63 and pump error 23 found on (B)(6) 2022. Pump passed displacement test and self test. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2022 at time 13:57:49.000 due to ambient light failure. Verified the pump alarmed pump error 23 in pump downloaded history on (B)(6) 2022 at time 22:37:03.000 due to pump reset. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, serial number label fading, end cap address label fading and pillowing keypad overlay. Pump passed all testing, however, pump error 63 variable 3 due to burnt trace at pin 6. Pump error 23 confirmed due to pump reset. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump and complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.